Event description:
The son of a male pt contacted lifecor customer support report that one of his father's battery packs would not charge in the battery charger. He stated that the other battery pack is charging normally and has four bars. Support requested a download. Download revealed no faults. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a cold solder joint on one of the pads of the thermistor. The root cause of the cold solder joint is not known, but was probably an assembly error. The thermistor was probably not soldered with enough solder. Assemblers have been instructed and shown how much solder to be put on this thermistor. The thermistor was replaced. The battery pack was retested and restocked. No adverse event resulted form the faulty battery pack. The pt received a replacement battery pack.